Event description:
It was reported that the patient suffered inappropriate therapy due to a right ventricular (rv) lead fracture. It was also reported that the rv lead exhibited a sudden increase and high thresholds, a spike in impedance and high impedance, and noise. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst commented that 20 nonsustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms were found on (B)(6) 2016. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that rv pace impedance was steady at approximately 513 ohms through 10-jun-2016, and then rises out of range by (B)(6) 2016. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst commented that capture threshold steady at approximately 0.6 volts through (B)(6) 2016, and then rises out of range by 12-jun-2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that 5168 ventricular sics since last session 2.8 days ago. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The analyst commented that lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsts. Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst commented that 1 inappropriate shock was delivered on (B)(6) 2016 due to non-physiologic oversensing.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.